Manufacturer narrative:
Device evaluation: lens returned with moisture in a micro centrifuge vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Per updated information, the lens exchange did not resolve the problem. Low vault, decentration, and rotation were reported for the exchanged lens. Reference medwatch report# 2023826-2019-01704 for exchange lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.